Event description:
It was reported that the device over infused during an administration of chemotherapy. Per the clinician, "aldesleukin 18.09 units in 250 ml ns to run at 10.4 ml/hr." The chemotherapy was ordered to run in over a 24 hour period, but completed 1.5 hours early. It was noted that the clinician switched out the module in which the chemotherapy was infusing, but not the "brain" of the pump at this time. The patient experienced increased liver enzymes and increased pain. There was a change in chemotherapy treatment and prolonged hospitalization as a result of the event. It was also reported that the patient's final dose of chemotherapy had to be "altered."

Manufacturer narrative:
Additional information added to: g3.

Event description:
It was reported that the device over infused during an administration of chemotherapy. Per the clinician, "aldesleukin 18.09 units in 250 ml ns to run at 10.4 ml/hr." The chemotherapy was ordered to run in over a 24 hour period, but completed 1.5 hours early. It was noted that the clinician switched out the module in which the chemotherapy was infusing, but not the "brain" of the pump at this time. The patient experienced increased liver enzymes and increased pain. There was a change in chemotherapy treatment and prolonged hospitalization as a result of the event. It was also reported that the patient's final dose of chemotherapy had to be "altered."

Manufacturer narrative:
Additional information added to: a2,a3,a4,b1,b2,b3,b6,b7,d4,d10,h4. Sn #(B)(6) (8100), sn #(B)(6)(8015) and pri tubing.

Event description:
It was reported that the device over infused during an administration of chemotherapy. Per the clinician, "aldesleukin 18.09 units in 250 ml ns to run at 10.4 ml/hr." The chemotherapy was ordered to run in over a 24 hour period, but completed 1.5 hours early. It was noted that the clinician switched out the module in which the chemotherapy was infusing, but not the "brain" of the pump at this time. The patient experienced increased liver enzymes and increased pain. There was a change in chemotherapy treatment and prolonged hospitalization as a result of the event. It was also reported that the patient's final dose of chemotherapy had to be "altered."

Manufacturer narrative:
Additional information added to: d.4, & h.4. The customer¿s experience with a device over infusing during an administration of chemotherapy was not definitely identified. ¿no error or malfunctions were recorded on the devices log files on the day of the customers reported incident date of (B)(6)2019 and also (B)(6)2019. ¿review of the returned pcu device log show aldesleukin in mu 24 hour infusion drugid 19 was programmed on pcu s/n 15439524 along with pump module s/n (B)(4) on (B)(6)2019. The pcu event log contained no obvious programming errors that would result in the customers reported complaint. Functional testing performed found no anomalies with the returned pump module. Internal inspection found no anomalies with the pump module. The root cause was not definitely identified. Functional testing found device delivering fluid within specification(s).

Event description:
It was reported that the device over infused during an administration of chemotherapy. Per the clinician, "aldesleukin 18.09 units in 250 ml ns to run at 10.4 ml/hr." The chemotherapy was ordered to run in over a 24 hour period, but completed 1.5 hours early. It was noted that the clinician switched out the module in which the chemotherapy was infusing, but not the "brain" of the pump at this time. The patient experienced increased liver enzymes and increased pain. There was a change in chemotherapy treatment and prolonged hospitalization as a result of the event. It was also reported that the patient's final dose of chemotherapy had to be "altered."

Manufacturer narrative:
Additional information added to: d4,d11.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device over infused during an administration of chemotherapy. The chemotherapy infusion finished "1.5 hours too soon." It was noted that the clinician "switched out the module that the chemo was running through, but not the 'brain' of the pump." Although requested, no patient information was provided.